Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and suicide attempt ("suicide attempt") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (dob: ((B)(6) 2008 and (B)(6) 2014)), caesarean section in 2008 and abortion. Concurrent conditions included depression and morbid obesity. In 2014, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe and persistent back pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth loss ("tooth loss"), sinusitis ("chronic sinus infections"), visual impairment ("eye sight change"), alopecia ("hair loss"), weight increased ("weight gain"), weight decreased ("weight loss"), emotional distress ("emotional distress"), depression ("depression"), syncope ("syncope"), menstruation irregular ("irregular periods"), anaemia ("anemia"), paraesthesia ("pins and needles in my legs"), investigation noncompliance ("plaintiff did not undergo essure confirmation test"), suicide attempt (seriousness criterion medically significant) and treatment noncompliance ("she did not use any birth control following essure placement procedure"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, tooth loss, sinusitis, visual impairment, alopecia, weight increased, weight decreased, emotional distress, depression, syncope, menstruation irregular, anaemia, paraesthesia, investigation noncompliance, suicide attempt and treatment noncompliance outcome was unknown and the abdominal pain, back pain and arthralgia had not resolved. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, back pain, depression, emotional distress, investigation noncompliance, menstruation irregular, paraesthesia, pelvic pain, sinusitis, suicide attempt, syncope, tooth loss, treatment noncompliance, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and suicide attempt ("suicide attempt") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any birth control following essure placement procedure". The patient's past medical history included multigravida, parity 4 (dob: ((B)(6) 2008 and (B)(6) 2014)), caesarean section in 2008 and abortion. Concurrent conditions included depression and morbid obesity. In 2014, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe and persistent back pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), tooth loss ("tooth loss"), chronic sinusitis ("chronic sinus infections"), visual impairment ("eye sight change"), alopecia ("hair loss"), weight increased ("weight gain"), weight decreased ("weight loss"), emotional distress ("emotional distress"), depression ("depression"), syncope ("syncope"), menstruation irregular ("irregular periods"), anaemia ("anemia"), paraesthesia ("pins & needles in my legs") and investigation noncompliance ("plaintiff did not undergo essure confirmation test"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, suicide attempt, tooth loss, chronic sinusitis, visual impairment, alopecia, weight increased, weight decreased, emotional distress, depression, syncope, menstruation irregular, anaemia, paraesthesia and investigation noncompliance outcome was unknown and the abdominal pain, back pain and arthralgia had not resolved. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, back pain, chronic sinusitis, depression, emotional distress, investigation noncompliance, menstruation irregular, paraesthesia, pelvic pain, suicide attempt, syncope, tooth loss, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepant information regarding essure removal as per pfs essure device not removed, but plaintiff is planning for essure removal but can't afford it. As per earlier distributed version event pelvic pain was considered seriousness criteria medically significant and intervention required was added. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain') and suicide attempt ('suicide attempt') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use any birth control following essure placement procedure". The patient's medical history included multigravida, parity 4 (dob: ((B)(6) 2008 and (B)(6) 2014)), caesarean section in 2008, abortion and c-section. Shoulder x-ray was also negative. Concurrent conditions included depression, morbid obesity, sore throat, headache, sinusitis, dizziness, neck pain, head injury, hematoma, fractured nose, contusion, iron deficiency anemia, heavy periods, fractured metacarpal, cast removal, wrist pain, syncope, dysfunctional uterine bleeding, uterine fibroids, skin abrasion, assault and musculoskeletal pain. In 2014, the patient experienced abdominal pain ("abdominal pain"), back pain ("severe and persistent back pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), tooth loss ("tooth loss/ I have two that just broke n feel out"), chronic sinusitis ("chronic sinus infections"), visual impairment ("eye sight change"), alopecia ("hair loss"), emotional distress ("emotional distress"), depression ("depression"), syncope ("syncope"), menstruation irregular ("irregular periods"), anaemia ("anemia"), paraesthesia ("pins & needles in my legs"), investigation noncompliance ("plaintiff did not undergo essure confirmation test"), sinusitis ("I had sinus infection for 6 month") and bursitis ("bursitis in my right knee") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, suicide attempt, tooth loss, chronic sinusitis, visual impairment, alopecia, weight increased, weight decreased, emotional distress, depression, syncope, menstruation irregular, anaemia, paraesthesia, investigation noncompliance, sinusitis and bursitis outcome was unknown and the abdominal pain, back pain and arthralgia had not resolved. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, back pain, bursitis, chronic sinusitis, depression, emotional distress, investigation noncompliance, menstruation irregular, paraesthesia, pelvic pain, sinusitis, suicide attempt, syncope, tooth loss, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepant information regarding essure removal as per pfs essure device not removed, but plantiff is planning for essure removal but can't afford it. As per earlier distributed version event pelvic pain was considered seriousness criteria medically significant and intervention required was added. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media : bursitis, sinusitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event sinus infection added. New reporter also added. On (B)(6) 2020: social media received. New event bursitis in my right knee added. New reporter also added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.